Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device has been restarted several times during use. No health consequences of the patient have been reported.

Event description:
It was reported that the device has been restarted several times during use. No health consequences of the patient have been reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service technician. No logfile was provided for investigation at the manufacturer site. Regarding the event description and the service report of the affected savina 300 (serial number asnm-1359), it can be assumed that the device had restarted during ventilation. The logbook was analyzed onsite via the service technician and the error code df 42.0002 was detected. In this case a deviation within the electronic system (e.g. Df42.0002 followed by df 06.0603) will cause a software-controlled restart of the whole electronic system. Based on the error codes during the reported event, a sequence failure of a software task which monitors the rotation speed was found to be the root cause. The software deviation was solved by the restart. The device reacted as specified to the detected deviation by performing a restart. During the restart the ventilation is stopped, an audible and visible alarm of high priority is generated, and the pneumatic system opens to allow for spontaneous breathing. A restart last at most 12 seconds after which the ventilation is continued with the last settings. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. The main board was replaced onsite and the unit was tested according to manufacturer specification without deviations. The field failure rate of software e.g. The probability of occurrence of these error codes is tracked and considered inconspicuous. Risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently this is considered within the device safety concept.